Manufacturer narrative:
Visual inspection confirmed the implant is stuck. Packaging error historical data proved it was a single mistake. As instructed by (B)(4) on (B)(6) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
The implant was stuck in packaging. No adverse consequences were reported.